Event description:
Pt experienced a sharp jolt and pain during a rehabilitation session a week prior during a flexion bending exercise. X-rays show what appears to be a screw backing out of one of the coda implants. As of this date, the pt has not been revised.